Event description:
The facility representative reported a colleague infusion pump that will not charge. It is unknown when, or in which care area, the event occurred. This condition has the potential to interrupt delivery. There was no information regarding patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that will not charge was confirmed and duplicated by baxter service personnel. The root cause of the reported condition was determined to be a loose user interface module to power cable connector. The connection on the user interface module was reinstalled to the power cable connection to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.